Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens, but the lens tore prior to insertion. There was no pt contact or injury.

Manufacturer narrative:
Eval: results - (other): visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions - (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens.